Manufacturer narrative:
A visual examination of the returned device found that the working length and cut wire had multiple bends/kinks. Additionally, the extrusion was found to be nicked at approximately 10cm and 11cm from the distal tip. The tip was found to be frayed and the blue paint peeled off. Additional testing found that continuity existed between the 2-in-1 connector and the exposed cutting wire, which allowed proper conductivity across the device; the measured cutting resistivity was within specification. A functional evaluation found that the device meet the bowing specification of 90 degrees. During the device evaluation, the complaint of unable to cauterize could not be confirmed. Therefore, the most probable root cause is not confirmed. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2011. According to the complainant, the cut wire would not cauterize at the patient's ampulla. The banana plug adapter in use was replaced, which did not resolve the issue; therefore the ultratome sphincterotome was replaced. Cautery was successful with the replacement ultratome sphincterotome, and the procedure was completed using this device and the original banana plug adapter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultratome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2011. According to the complainant, the cut wire would not cauterize at the patient's ampulla. The banana plug adapter in use was replaced, which did not resolve the issue; therefore, the ultratome sphincterotome was replaced. Cautery was successful with the replacement ultratome sphincterotome, and the procedure was completed using this device and the original banana plug adapter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.